Manufacturer narrative:
(B)(4). The 510(k): the rt106 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare for investigation. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. A lot check revealed no other complaints of this nature for lot number 100809. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt206 breathing circuit was open circuit. The open circuit heater wire was found by the hospital prior to patient use.